Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.